Event description:
It was reported that the patient experienced urethra damage on the right side with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was removed and a new spectra penile prosthesis only on the left side.